Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: no patient consequences the surgeon removed the impacted threads and use others. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). The manufacturing record evaluation was performed and identified a nonconformance related to this issue. The necessary actions have been taken and documented in the appropriate quality system. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any adverse patient consequences? Did this issue occur in one patient procedure? Investigation summary: one picture was received for analysis. Upon visual inspection of one picture, a sealed box of product code v372h with lot phbbcjq0 and a printed the legend of "not for human use" could be observed. The manufacturing record evaluation was performed and identified nonconformance to address the event reported under (B)(4).. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: events reported via mw # 2210968-2020-04870, 2210968-2020-04871, 2210968-2020-04872, 2210968-2020-04873, 2210968-2020-04874, 2210968-2020-04875, 2210968-2020-04876.

Event description:
It was reported that the box of the suture product had the label "not for human use". It was not reported if there was any patient involvement. There were no adverse patient consequences reported. Additional information has been requested.